Event description:
It was reported to philips that device is not passing the electrical safety test, after corrective maintenance. Device was in clinical use but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by a philips local customer service support and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm 100 defibrillator monitor indicating that device did not pass electrical safety testing after the corrective maintenance. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.